Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device.. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: during a wedge resection via vats, reload made a strange clicking noise once fired by the powered handle, the reload articulated extremely, much past 45 degrees-changing the angle of the firing, and completed the firing cycle. It seems as though the articulation was broken (the strange clicking noises initially) which caused the reload to strangely articulate during the firing cycle. The surgeon was concerned with the movement of the stapler and whether or not he would be able to get adequate margins on the resection. He said it was acceptable margin once he heard back from pathology. There was no patient injury involved regarding the event.